Event description:
It was reported that patient was admitted on (B)(6) 2023 for sepsis secondary to driveline infection. Driveline culture was positive for streptococcus, klebsiella, and enterococcus. Blood cultures were positive for streptococcus bovis. The patient was discharged on (B)(6) 2023 and treated with intravenous (IV) vancomycin and ceftriaxone for 6 weeks. The patient was not currently on suppressive antibiotic therapy. There was no device malfunction. Device will not be returning for evaluation as it remains in use.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.